Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a motor error alarm. It was reported that the customer states their nurse informed them that they needed a new pump. The customer's blood glucose level is reported to be 108mg/dl. It was reported that the customer also had a button error alarm present. Troubleshooting was conducted. It was reported that the device is being replaced and returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and broken belt clip slot. No missing dome label sticker.